Event description:
A customer reported being hospitalized for diabetes ketoacidosis. The customer also stated that the insulin pump was alarming no delivery. Troubleshooting was performed. The customer stated that the infusion set and site were changed several times. The cannula was not bent, but the device continued alarming and she could not bolus. The time and date was incorrect because the battery was removed while the customer was off the insulin pump. The alarm history revealed no delivery alarms. The programming on the insulin pump was correct. Ran a prime test and the customer received a no delivery alarm. Instructed the customer to change the infusion set and repeat the test. The device delivered the insulin and no alarms occurred. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.